Manufacturer narrative:
The manufacturer previously reported wrong coding in (device) problem code grid which is updated in this report.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device.the manufacturer received information from the patient alleging device is noisy, dry mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Please note that this report is a duplicate and the event has already been reported under MDR reference number 2518422-2024-30282.